Manufacturer narrative:
The returned device was evaluated and a kink was observed in the exposed portion of the soft cannula however no other damages or defects were found with the soft cannula or formed needle. Fluid was able to pass through the fluid pathway without issue. Additionally, a timeout was observed however the device was able to correct itself following the event and did not timeout again during the remainder of pod use. The timing and cause of the bend in the soft cannula and the timeout could not be determined. The cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of 317 mg/dl while wearing the pod for 4 to 24 hours on the abdomen. Hyperglycemia treated by patient with a correction bolus and drank plenty of water.